Event description:
The pt presented for a routine follow-up and an interrogation of the implantable cardioverter defibrillator (ICD) noted a warning message that indicated a possible malfunction had occurred, which was accompanied by two fault codes.